Manufacturer narrative:
The device history records for the component lots were reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released based on the MFR's acceptance criteria. A root cause has not been determined. (B)(4).

Event description:
A surgeon reported that during surgery poor cutting occurred. The problem was solved after replacing the product with another one.